Event description:
The manufacturer received information from a factory authorized service center that a trilogy evo device was not working properly. There was no serious patient harm or injury that occurred or was reported. During the device evaluation at the factory authorized service center, the service technician states that the oxygen blending module (obm) sub assembly valve was replaced to resolve the issue.